Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer went into the pool with the insulin pump. It was stated that he was in the water for about a minute when the device was removed but it alarmed button error. Blood glucose value was 205 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic assembly. The keypad was troubleshot and determined not to be the cause on no button response. No button error alarm noted ruing testing. No moisture damage on the motor, cracked battery tube, keypad assembly, or vibrator assembly during visual inspection. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked reservoir tube window.